Event description:
Innumerable orders are not being received by the intended recipient and ancillary service, resulting in failure to complete disease critical tests and treatments. Care is delayed, hospitalizations are prolonged, diseases are worsening, and patients are at high risk. The ehr device is defective in that there is not any reconciliation mechanism to alert users as to what has not been done as ordered. One patient. One record. One tea.